Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported that after inspecting the iabp they could not duplicate the reported malfunction. The iabp passed all functional and safety tests per factory specifications and was returned to customer, cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) presented a gas loss in iab circuit while in use on a patient. No patient harm or adverse event was reported.